Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to helix issues, loss of capture (loc) and suboptimal sensing. Attempts to resolve through further revolutions of the helix mechanism was unsuccessful. The lead then dislodged and got caught in the tricuspid valve and despite several revolutions the helix would not retract. The lead was successfully removed and replaced with another lead of the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and deformed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break